Manufacturer narrative:
The involved gas blender was manufactured in 2006 and according to the analysis of the complaints database no further events have been reported in the past. The unit has been sent back to manufacturer for analysis and repair. This kind of malfunction can be caused by: improper hospital gas supply (minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (a/d-converter); a defective dc/dc board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
**UDI related data quality updates only** this supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: the affected part was returned to livanova deutschland for a detailed investigation. An alarm condition was detected during the preliminary run test of the unit. However, the reported condition error (e15) was not reproduced nor displayed. The alarm condition observed by technician disappeared after the replacement of mass flow controller. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the overall analysis, the replaced defective component was the cause of the issue found out during testing, which could have contributed to the reported condition. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. However there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in cottbus, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a fault in ad transformer. The issue occurred during procedure. There was no patient injury.